Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a downstream occlusion alarm. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00.

Manufacturer narrative:
(B)(4). Evaluation summary;the reported condition of a colleague infusion pump with a downstream occulsion alarm was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. A service history review revealed no previous service events were related to the reported condition.a device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.